Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer was experiencing high blood glucose. Customer ate dinner and forgot to bolus. Customer's blood glucose level at the time of the call was 423 mg/dl. Blood glucose ranged from 377 mg/dl, 377 to 426 mg/dl. And treated with insulin pump. Customer did not indicate any symptoms related to their high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.